Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds as there had been a sudden rise in threshold. The lead was explanted and replaced. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.